Event description:
It was reported while using bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology 22ga the needle would not retract. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: the customer's report is that the needle was not retracted.

Manufacturer narrative:
H6: investigation summary a physical sample was not available for investigation but bd was provided with two photos of the issue for evaluation. A review of the device history record was performed for the reported lot, 2160898, and no quality issues were found during production. Our quality engineer reviewed the provided photo and found that the catheter assembly was not visible the needle appeared to be in its un-retracted position but no other details could be made out from the photos. It could not be determined that the activation button was pressed or that retraction had been initiated. Therefore, based off the provided photos the engineer was unable to verify the reported defect. For a more thorough investigation a physical sample would be required for inspection and testing. Since no defect could be identified in the photos a definitive root cause could not be determined. H3 other text : see h10

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology 22ga the needle would not retract. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: the customers report is that the needle was not retracted.